Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair, t2 suture of ultra fast-fix fell out from the device. Both sutures were removed. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the t1 anchor has been detached from the device. The actuator tip appears to be actuated behind the t2 anchor which is at the distal tip of the needle. A visual inspection revealed the device was returned outside of original packaging. No anchors or suture with the device. No visible damage to the device. The actuator had been fully actuated. A functional evaluation revealed the actuator could function as intended. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.